Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00089. It was reported that the patient passed away on (B)(6) 2018. The patient was undergoing an scs trial. It is unknown if the cause of death was from natural causes.

Event description:
Device 1 of 2: reference MFR. Report#:3006705815-2019-00089. It was reported that the patient¿s physician believes that the patient¿s death is not related to the stimulator.